Manufacturer narrative:
The lot number for the device was not provided; therefore, a review of the device history records could not be performed. However, photographs were provided and the photo review is pending. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported approximately one month post port placement that there was allegedly subcutaneous leakage during chemotherapy infusion and a crack was discovered on the catheter. Reportedly, the patient experienced extravasation. The patient was reported as stable.

Event description:
It was reported approximately one month post port placement that there was allegedly subcutaneous leakage during chemotherapy infusion and a crack was discovered on the catheter. Reportedly, the patient experienced extravasation. The patient was reported as stable.

Manufacturer narrative:
Manufacturing review:neither a lot history review nor a device history record review could be performed as the lot number was not provided. Investigation summary: five electronic photos were reviewed. The first photo shows the catheter attached to the cathlock and port assembly. A partial circumferential split can be seen around what looks to be the 19cm depth marker. The second photo shows a closer look at the split and the break surface on the distal and proximal sides of the split appear to be smooth. The third photo shows a close up of the cathlock over the catheter. Some sharp instrument markings can be seen on the cathlock as well as some mushrooming of the distal end of the catheter where it meets the port body. The cathlock doesn't appear to sit flush to the port body. The fourth photo is a zoomed out picture of the port assembly. The split is visible from this angle and preferential bending is notable as well. The fifth photo is also a close up of the cathlock. The same observations as the third photo can be seen. Namely, the sharp instrument markings, mushrooming, and the gap between the proximal end of the cathlock and the port body itself. One x-port isp with attached groshong catheter was returned for evaluation. Visual, microscopic and functional testing were performed. A circumferential split was noted approximately 3.6cm from the distal end of the cath-lock which showed rounded edges on the distal and proximal sides of the split and rough surfaces on the rest of the split. The characteristics of the split are typical of a break due to cyclic kinking of the catheter namely, flexural fatigue. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.